Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, a third-party surgical clip became dislodged from the renal vessel, resulting in bleeding. An attempt was made to suture the vessel using an unspecified da vinci instrument; however, the bleeding persisted and hemostasis could not be achieved. The procedure was converted to open surgery, but the patient ultimately expired postoperatively. Additional information was requested, but the customer has indicated that no further information will be provided.

Manufacturer narrative:
The clip that reportedly dislodged was a third party product. The manufacturer of the clip was not provided. A review of the system logs for the reported procedure date found that no system errors occurred during the procedure. Log review of the four subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event. The following concomitant da vinci products were used during this procedure: 0 degree endoscope plus, monopolar curved scissors, large needle driver, prograsp forceps, fenestrated bipolar forceps x2. A site history review found no complaints were made for the da vinci instruments used during this procedure. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died from a bleeding event that began when a third-party clip failed on a renal vessel. There is no allegation against any intuitive surgical product or instrument. Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event. Section b2 date of death: the reporter stated that the patient "died after the open surgery" and was not provided the exact date of death.